Event description:
It was reported that the blade broke during oral surgery. No adverse consequences were reported.

Manufacturer narrative:
The blade subject to this complaint was returned for eval. It was visually confirmed that the blade had become separated from the arbor indicating a possible weld issue. Records review confirmed conformance to required spec during manufacture. It was not possible to determine the definitive root cause for the breakage.